Event description:
It was reported that an unexpected reset occurred. Additionally, a malfunction alarm occurred. The customer's blood glucose level was between 122-187mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.